Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt has suffered significant harm, including, but not limited to physician injury and bodily impairment, debilitating lack of mobility, severe pain suffering and inconvenience, lost wages, loss of future earning capacity, medical expenses and the likelihood of future medical expenses. It is further alleged that the pt will likely undergo multiple revision surgeries.